Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages) was confirmed due to the lead-2 (orange) pulse wire being pinched at the ECG ¿c&d¿ cable connector. The belt did not pass falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt. Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the voltage on the battery pack rechargeable lithium ion tri-cells was uneven. The root cause of the uneven voltage on the battery cells was unable to be positively identified there was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages) was confirmed due to the lead-2 (orange) pulse wire being pinched at the ECG ¿c&d¿ cable connector. The belt did not pass falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.